Event description:
It was reported that (1) device was used during a resection. It was reported by the affiliate that the tr35b instrument had malformed staples. The case was completed using another instrument. There was no consequence to the patient.